Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and outer insulation breach found. It was noted that the distal lead conductor was pulled/stretched/overstressed, fractured.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was detected on the right ventricular (rv) lead. The lead was explanted and replaced. During the extraction of the rv lead the atrial lead came out, and subsequently was also explanted and replaced. No patient complications have been reported as a result of this event.